Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead had twisted and migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2020 where the lead was repositioned and secured. Effective therapy was established following the procedure.